Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. The product has been received for analysis. This report will be updated upon completion of analysis. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker system, implanted with non boston scientific leads, was seen in-clinic for a device check. The right ventricular (rv) lead was operating as expected, however, there was right atrial (ra) lead noise observed in-clinic. The following week, the patient presented to the emergency room (ER) due to syncope. It was determined that there was crosstalk oversensing of atrial activity on the rv channel and pacing inhibition while in doo. The device was pacing in the ra and rv at 60 beats per minute (bpm), and atrial sensing was programmed off. Rv impedances were stable, and ra pace impedance measurements had fallen to less than 200 ohms in (B)(6) 2024. It was noted that the patient was sent home with a heart monitor. Additional information received indicated this pacemaker was explanted, as it was received by the analysis lab the following week. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker system, implanted with non boston scientific leads, was seen in-clinic for a device check. The right ventricular (rv) lead was operating as expected, however, there was right atrial (ra) lead noise observed in-clinic. The following week, the patient presented to the emergency room (ER) due to syncope. It was determined that there was crosstalk oversensing of atrial activity on the rv channel and pacing inhibition while in doo. The device was pacing in the ra and rv at 60 beats per minute (bpm), and atrial sensing was programmed off. Rv impedances were stable, and ra pace impedance measurements had fallen to less than 200 ohms in (B)(6) 2024. It was noted that the patient was sent home with a heart monitor. Additional information received indicated this pacemaker was explanted, as it was received by the analysis lab the following week. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.